Event description:
Healthcare professional reported approximately 4 months after injection to the malar area with juvederm voluma with lidocaine, patient developed reddening at the injection side on the right side. Patient was treated with cefacar and cortistamin-l and symptoms resolved for a day without treatment and then the redness reappeared on the right and was more intense. Patient was then treated with ciprofloxacin and clarithromycin and was injected with hyaluronidase on the right side. Symptoms worsened and patient developed swelling on the entire right side of the face the next day. Patient was injected with duo decadron and ceftriaxone which improved symptoms. Treating physician wanted to continue with treatment, however, the patient did not want to continue due to gastric intolerance and improved symptoms. Five months after injection patient's redness returned.

Manufacturer narrative:
Medwatch sent to FDA on 07/09/2015. The events of granuloma, nodular reaction, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additional information received from healthcare professional notes patient's symptoms included "sarcoidal granulomas" and a nodular reaction patient also suffered from dental abscesses prior to injection that were not properly treated, which another healthcare professional notes could be the cause of the patient's infection patient's biopsy results revealed a granulomatous reaction possibly associated with an infectious process patient is now under the care of a dermatologist.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Devic history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of redness and swelling as follows: undesirable effect. "The patient must be informed that there are no potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."